Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was going down from 400 mg/dl but after they had dinner their blood glucose went up to about 429 mg/dl. The customer had symptom of nausea. The customer would treat their high blood glucose with the insulin pump. Troubleshooting was performed and insulin had exited without incident. It was also reported that the customer had 2 bolus not delivered messages as they had timed out. The customer reported that they missed the breakfast and lunch bolus. The customer declined to perform the no delivery test. The device will not return for analysis.